Event description:
It was reported that, "targeting device did not direct guide pin into the nail but above the nail."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.